Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. There were no visual indications of dried fluid within the cassette compartment, and there were no burrs or sharp edges in the cassette area that may have punctured a cassette membrane. There were no visual indications of particulates within the cassette area. Upon power up, the cycler touch screen test failed. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however the front panel display remained dim. An internal inspection of the cycler found a short on t1 of the inverter board with lot code 2425 which reflects the transformer has p155 insulation thickness. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed, and the display became operational. The cycler then passed the touch screen test. The cycler failed the system air leak test. The failure was traced to a dislodged air bag in the pump door causing a pressure leak and grinding noise. The air bag assembly was replaced and the pressure was then able to accumulate. The cycler subsequently passed the system air leak test. The cycler underwent and passed a valve actuation test. Additionally, a pre-accelerated stress test (ast) simulated treatment was performed without any failures or problems. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the transformer of the inverter board.

Event description:
A peritoneal dialysis (pd) patient¿s contact reported to fresenius technical support (ts) that the screen of the patient¿s liberty select cycler went blank during step 2 of setup. They tried rebooting the cycler, pressed the ok and stop keys, and touched the screen, but the screen remained blank. Although the ok and stop keys lit up and made sounds when pressed, the screen was blank. The contact also reported noticing a ¿plastic smell¿ coming from the back of the cycler. Furthermore, a day prior the contact reported that the cycler was making an intermittent clicking noise. The ts representative advised the contact to discontinue use of the cycler and a replacement cycler was issued to the patient. The contact was also advised to notify the patient¿s pd registered nurse (pdrn) of the replacement. Despite having the supplies to do so, the contact stated the patient did not know how to perform manual/continuous ambulatory peritoneal dialysis (capd) therapy. The contact said the patient would not perform manual pd therapy. Upon follow up, it was revealed that the patient was able to complete their pd treatment by performing capd/manual exchanges. It was confirmed the patient did not experience any adverse effects or require medical intervention as a result of the reported event. The cycler was returned to the manufacturer for physical evaluation and the replacement cycler was received by the patient. Upon evaluation of the cycler by the manufacturer, an internal short was identified on the transformer of the inverter board.